Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they weren't really sure what steps to take to resolve the implant not being deep enough. It was just that way when they awoke from the surgery. They thought it was just swollen, but it was still out and hit chairs and their pants and clothes aggravated it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy and they had been having more accidents lately. The patient stated she hadn¿t had a lot of instruction on the device and had been figuring it out on her own. The patient stated the manufacturer representative (rep) was supposed to call her and explain how to use the device, but she didn¿t get a call. The patient stated she was on program 2 since implant. The patient stated she was at 2.4, but it was a little too much and she felt it when she was walking. The patient stated she had been at 2.0 for a while. The patient mentioned she had been more active as she healed and had only had an accident once or twice since implant, but the week of the call it had been every day stating that it was the third day in a row she had an accident. The patient noted she had issues when she did heavy lifting. The patient stated her implant had been a good success. The patient stated her healthcare professional (hcp) should have had it implanted deeper. The patient noted she was small in stature and the implant site and scare were not ¿jiving with her pants¿. The patient stated she had to use creams and antibiotics for the incision site and it was still black and blue because everything she wore rubbed on it. The patient stated that her hcp if the implanted site kept staying infection they would have to implant it deeper. The patient noted she had a bladder sling that was implanted prior to the interstim implant. The patient noted she did not have bladder issues, mainly rectum issues. The patient noted she read information online about the device and figured out how to work the patient programmer on her own. The patient noted she had increased from 2.0 to 2.2. There were no further complications that have been reported as a result of this event. The patient is implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The patient hasn't been seen since post op visits. Hcp said the patient is skinny @ baseline. Bmi (B)(6) no further patient complications have been reported as a result of this event.